Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health impact code: 4625- sutured incision. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and lens rotation not associated with a low vault. The lens was repositioned but that did not resolve the problem. In a separate visit the lens was exchanged with the same model, longer length and the problem was resolved. Reportedly, "sutured incision during replacement surgery; stitches removed on (B)(6) 2024". The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Corrected data: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise and lens rotation not associated with a low vault. The lens was repositioned but that did not resolve the problem. A second repositioning was also performed at an unknown date. In a separate visit the lens was explanted. On the same day separate surgery, replaced with the same model, longer length and the problem was resolved. Reportedly, "sutured incision during replacement surgery; stitches removed on (B)(6) 2024". The cause of the event was reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. H6- health effect- impact code: "4629" should be removed and "4627" should be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/ debris on product. Visual inspection found optic/haptic deformed. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).